Event description:
It was reported that this device delivered 7 inappropriate shocks and one round of inappropriate anti-tachycardia pacing (atp) due to an episode of atrial arrythmia with rapid ventricular response (rvr). No additional adverse patient effects were reported.